Event description:
Same case as MDR ID# 2134265-2014-05398. It was reported that a balloon rupture occurred. Vascular access was obtained using a non bsc introducer sheath. The 75% stenosed target lesion was located in the moderately calcified and mildly tortuous superficial femoral artery. After a non bsc guide wire crossed the lesion. A 5.0mmx60mmx135cm sterling¿ balloon catheter and a 5.0mmx40mmx135cm sterling¿ balloon catheter were used. Both balloons ruptured at 8 atmospheres upon their first inflation. The devices were able to be removed intact. The procedure was completed with a 5mmx4cm non bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older.    Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).